Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the (B)(4). Physio further evaluated the removed system controller pcb assembly and determined the cause of the malfunction to be a failed temperature sensitive ic chip, designator u61.

Event description:
Physio-control evaluated a (B)(4) device and found that it failed to fully power on and locked up. There was no pt use associated with the event.